Event description:
Event desc: the wire broke inside the PICC that was in the pt's arm. The PICC had to be removed and the broken wire retrieved from the PICC. Pt had to be re-stuck with a midline catheter instead. No reported pt injury.

Manufacturer narrative:
There was not report of injury. The sample returned had a number of kinks which may be due to excessive manipulation of the stylet thus causing the stylet to break. Retention samples from the same lot were also tested at greater than 34n which is greater than any force expected in the clinical setting.